Event description:
A medtronic representative reported that the screw on the spine clamp instrument was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect device finds that as reported, the attachment screw threads are stripped in the middle of the travel with debris in the threads as well. The retainer ring at the tip of the screw is stretched allowing some play in the clamp face. The head of the screw is normal. The reported event was confirmed to be caused by physical damage of the screw. Replacement device shipped to site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.